Event description:
Baxter korea reported a home patient with a cracked minicap. Per baxter korea, the home patient was diagnosed and treated for peritonitis on 11/15/1998. Per baxter korea, the rn does not attribute the cracked cap to the cause of the peritonitis.